Event description:
The facility reported that the pt made several attempts to self administer but pump did not deliver any injections, even after the lockout period had passed. There was no pt injury or medical intervention required.